Manufacturer narrative:
The reporter verified both levels of controls had passed on the meter within 24 hours. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter at 4:35 p.m. Was 354 mg/dl. The result from the meter at 4:38 p.m. Was 241 mg/dl. The samples were collected using a capillary finger stick method.